Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon converted the procedure to open surgery due to bleeding. At present, there is insufficient information to determine the cause of the bleeding. The customer reported that the event was not related to system malfunction and was not system induced. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction. Intuitive made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.